Event description:
It was reported that a pta balloon could not be deflated after the first inflation was performed in a right upper arm av fistula. After a approximately one minute, a needle was used to puncture the pta balloon in two different places through the pt's skin. Once punctured, the balloon deflated and the catheter was successfully removed through the 8f sheath. No further treatment was required. No pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.